Manufacturer narrative:
Product analysis the device returned with the external slider in the home position. The stent graft proximal bare stents were exposed. Bunching was observed on the graft cover over the stent stop. A gap was visible between the distal end of the stent graft and the stent stop cup. Kinks were visible to the graft cover over the stent graft on deployment of the stent graft. A bend with spiral separation was evident to the spiral tubing at the stent stop cup. The graft cover tip material was slightly flared. The reported deformation in-vivo was confirmed through analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID etbf2820c166ej (serial: (B)(6)); product type: 0180-aortic stent graft; implant date (B)(6) 2024. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
An endurant stent graft limb (etlw1620c124ej) was intended to be implanted during the endovascular treatment of a 62mm abdominal aortic aneurysm. It was reported during the index procedure, the endurant stent graft main body (etbf2820c166ej ) was successfully placed in the left main. When attempting to insert the contralateral side limb (etlw1624c82ee) over the non-mdt 18fr, resistance was encountered. Upon inspection, a lateral wrinkle was observed on the graft cover that was exposed from the non-mdt 18fr. Considering it unsafe and for the safety of the patient, the endurant limb was removed, the tip of the limb was found to be partially expanded. A new device of the same model number was used to complete the procedure. By placing the non-mdt 18fr first in the body-side gate, the delivery system passed through without any issues. Per the physician the cause of the damaged delivery system is undetermined.  No additional clinical sequalae were provided and the p atient is fine.

Manufacturer narrative:
Photo evaluation summary: a series of three (3) images were received. The first proximal stent ring and bare stent are exposed and partially expanded. A gap is visible between the distal end of the stent graft and the stent stop cup. Bunching is evident to the graft cover over the stent stop. The reported deformation in-vivo was confirmed through image review. B5; additional information received: it was reported that the delivery system was inspected prior to insertion and no wrinkling was observed in the graft cover. The physician does not believe that the patient anatomy contributed to the wrinkling of the graft cover as the non-medtronic sheath had been already introduced into the vessel. It was confirmed the physician had to use more force than normal when attempting to advance the delivery system. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.